Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there is no cassette, and no clamp error. There was no reported patient involvement.

Manufacturer narrative:
It was stated that there is no cassette, and no clamp error. However, the reported issue was not replicated. As a preventive measure, the components (the downstream sensor and the upstream sensor) were replaced with known good ones. The device passed all functional tests with no problem after the repair was completed.

Event description:
It was stated that there is no cassette, and no clamp error. There was no reported patient involvement.